Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member/friend regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that end of service (eos) was seen on the patient programmer when the patient was putting the device into MRI mode. It was confirmed that the MRI was for the patient having trouble walking and being in pain due to their hip and right leg. It was confirmed that this issue and reason for the MRI was unrelated to the device or therapy. It was reported that the caller was surprised that it did not last 3 years. The caller was under the impression that the implantable neurostimulator (ins) would last longer. Per the caller the patient used the ins all of the time and did not usually turn the ins off. It was reported that the patient had a pre-existing condition prior to implant of "chemical dementia" where the patient was losing their memory due to medications like oxycodone that the patient had been taking for 3 years. No patient symptoms were reported to be related to the ins at this time. No further complications were reported.